Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system split during use and leaked blood and saline. The following information was provided by the initial reporter: "the needle free connector split during use" what was the patient impact? Blood leakage/ blood loss. Negative consequences for patient or hcp? Blood loss for patient and infection risk for hcp was there any leakage observed? Yes. If yes, what substance was leaking?¿ blood and saline.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system split during use and leaked blood and saline. The following information was provided by the initial reporter: "the needle free connector split during use" "what was the patient impact? Blood leakage/ blood loss. Negative consequences for patient or hcp? Blood loss for patient and infection risk for hcp was there any leakage observed? Yes. If yes, what substance was leaking?¿ blood and saline."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-sep-2022 h6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one 22g x 1.00in nexiva device with a bd q-syte luer adapter in an opened package. Through the visual inspection, the q-syte is disassembled and is missing a column septum and a top disk. Further microscopic inspection found an inconsistent weld line was observed between the top and bottom body. Further analysis shows the bottom disk was also not slit. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to improper set-up or machine failure during the welding process. Preventive maintenance (pms) were conducted at 100% as scheduled with no deviations. In addition, the septa are slit during the manufacturing process and if a septum is not slit it may be a result of a broken/missing blade, or mixed product of non-slit septum with slit septum. Operators inspect for no slit to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.